Manufacturer narrative:
Device returned to MFR.: the complaint device was returned for analysis. The device has the wire kinked in the middle of the device and in the proximal section. Dimensional inspection was done and the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05186. It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected to treat the target lesion. During the procedure it was noted that the rotalink¿ plus was stuck on the rotawire¿. The rotalink¿ plus and the rotawire¿ were removed and replaced with another of the same devices to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05186. It was reported that the burr was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire and 1.50mm rotalink plus were selected to treat the target lesion. During the procedure it was noted that the rotalink plus was stuck on the rotawire. The rotalink plus and the rotawire were removed and replaced with another of the same devices to complete the procedure. No patient complications were reported and the patient's condition is good.